Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold and high pacing impedance measurements. The lead was capped and replaced on (B)(6) 2023. Patient was stable throughout the procedure.